Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a battery out limit alarm and that it happened during normal use. The customer's blood glucose level was unknown. The customer was shipped a replacement battery cap and was advised to monitor the device. No products were replaced or returned.